Event description:
Patient reported the meter/hcp meter comparison results were 150 mg/dl (ss) versus 209 mg/dl (hcp - brand unknown), respectively. Pt stated tests were done 5 minutes apart using different finger sticks. Lfs representative reviewed qc procedures with pt. The meter was replaced. There was no allegation of harm.